Event description:
Reported that patient developed asthma-like symptoms after 5 minutes of hemodialysis. Patient reinfused and restarted on same dialyzer. Symptoms reappeared. Physician ordered another dialyzer for patient. He started for 3rd time on terumo 175 with same asthma-like symptoms. Intervention included oxygen, atrovent inhaler and later hospitalization. *lot number provided was not a valid number. Actual sample discarded on the day of the event.